Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Reportedly, the customer experienced multiple events where their blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer would not recall the dates when the ¿high¿ bgs occurred. Customer administered a manual injection to address their bg levels.